Manufacturer narrative:
Previously reported arteriosclerosis was also treated 4 weeks later with unknown tvr (86% stenosis).

Manufacturer narrative:
The previously reported obstructive arteriosclerosis of both lower extremities occurred approximately 1 month later than previously reported.

Manufacturer narrative:
(B)(4).

Event description:
An in.pact admiral paclitaxel eluting balloon catheter was used during the index procedure to treat the right distal sfa. Approximately 21 months post index procedure patient suffered obstructive arteriosclerosis of lower extremities and revascularization was carried out approximately 6 weeks later with non-medtronic stenting. Investigator assessed that the event is possibly related to the study device but not related to the procedure or paclitaxel. Outcome is resolved.

Manufacturer narrative:
The cec assessed that the previously reported arteriosclerosis of lower extremities treated with revasc, which occurred approx 21 months post index procedure, as a target lesion pci and as related to the study device and not related to the study procedure. Unknown brand ballooning was also used during the previously reported revascularization of the right sfa. No revascularization took place 4 weeks post the revascularization.